Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: surgical ports were placed on the patient when the issue occurred. Isi did receive the universal surgical manipulator (usm) involved with this complaint and the reported issue was confirmed and replicated. In artemis, error 25745 patient side cart (psc) button unstable - the instrument clutch button on usm3 was unstable or noisy for at least 75ms, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where button testing was found to be failing on insertion clutch switch, replicating the reported event. The unit was then installed on a fixture test platform (pftp) where all relevant testing was passed within specification. The probable root cause was attributed to a defective insertion clutch switch on the usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to confirm the reported issue. The universal surgical manipulator (usm) was replaced according to the procedure. No problems were confirmed after the replacement. A test drive after work was completed confirmed normal operation. The probable root cause cannot be determined based on the information provided and field service evaluation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, instrument clutch button on universal surgical manipulator (usm) 3 was not working during docking. The customer elected to start the procedure without usm 3. The procedure was completing as planned with no reported injury.